Event description:
Information was received indicating that a smiths medical cadd administration set displayed issues while flushing. The flush was not carried out properly. The cadd set was used for the administration of parenteral nutrition to a child. The mother of the child had to "force the flush action". Several flushes were necessary. During the flush, the nutrition moved back and forth. To make sure this issue didn't come from the cadd solis vip pump, the mother tried to flush the same cadd set with another pump. The result was identical. The mother reported her son did not receive half of his nutrition while the pump displayed the correct volume of passage.

Manufacturer narrative:
Other, other text: evaluation results: one cadd administration set was returned for investigation in used condition. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. No obstructions or other workmanship defects were observed in any of the joins of the product. Only a kink was observed on the pump tube. The sample was primed using a cadd pump solis. The sample failed to prime via the gravity method. Water resistance was also observed with the use of a hydrostat vessel. The customer reported product problem (failure to prime) was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.